Event description:
It was reported that the customer received a no delivery alarm. The insulin pump had a bubble and a crack on the bottom left corner of the screen. The up arrow button was stuck. She also had trouble rewinding the insulin pump. Her blood glucose level was 149 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-21777 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.